Manufacturer narrative:
Secondary intervention. Dislodged stent crushed to vessel wall. Evaluation: results: moderately tortuous, stent dislodgement. Evaluation: conclusion: moderately tortuous.

Event description:
The device in this complaint was discarded; however, a device from the same manufacturing lot was returned for evaluation. A 3.0 mm diameter x 30 mm length endeavor resolute rx drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a proximal right coronary. Vessel morphology was reported as a moderately tortuous, long lesion with 70% stenosis. The endeavor resolute rx drug-eluting stent delivery system was inserted; however, it was unable to cross the lesion and was pulled back. It was noted that the stent had dislodged. The un-deployed stent was located in the right coronary where it was crushed into the vessel wall with a promus stent. The device was discarded and procedural images have not been provided. A device from the same lot was returned for evaluation. Visual and dimensional tests were performed on the returned unit as per qc functional test requirements and the unit met all specification requirements. It appears most likely that the tortuous nature of the vessel may have impacted on the deliverability of the 30mm stent. It is likely that this subsequently caused the stent to dislodge upon withdrawal. No additional clinical sequelae were reported, and the patient status post-procedure was fine.